Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired after withdrawal of care due to multi organ failure.

Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of the heartmate 3 left ventricular assist system, including various types of organ failures and death. No further information was provided. The manufacturer is closing the file on this event.